Event description:
It was reported that patient experienced ineffective stimulation. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received. Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000102385.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.